Event description:
It was reported that during pre-testing process, it was observed that the motor device did not spin. There were no delays in the surgical procedure. A spare device was not available for use. It was reported that the surgeon was able to get the device to work and complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual deice was returned for evaluation. Reliably engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the motor was running with low rotations per minute. It was determined that this was due to a worn motor and the device being power broken. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.